Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted animas to report air bubbles in the cartridge and that the patient was hospitalized for a high blood glucose excursion. The patient¿s mother reported that the patient¿s site/set was changed on (B)(6) 2013 (time not reported). Later that evening the patient¿s blood glucose (bg) was in the upper 400¿s. The reporter informed the animas representative that the patient was bolused via the pump and went to bed. On the morning of (B)(6) 2013, the patient woke up vomiting and was taken to the ER. The patient¿s bg at time of admission was 571 mg/dl,she was disconnected from the pump and admitted to pediatric ICU. The patient was started on IV fluids and insulin drip. The patient was taken off of the drip at 11:30am, on (B)(6) 2013 and started back on the pump at noon with new site/set change. The patient¿s mother stated the patient¿s most recent bg was 195 mg/dl and he was supposed to be discharged later that afternoon/evening. The reporter informed the animas representative that when she reviewed pump the pump said 91 units left; however, when she removed the cartridge from the compartment she only saw a small amount of insulin in the cartridge and the remaining volume was air. At the time of troubleshooting, the animas representative discovered that the reporter was using refrigerated insulin which may have attributed to air bubbles in the cartridge. The animas representative reviewed with the reporter the proper preparation technique with room temperature insulin. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.